Event description:
It was reported that the patient presented remotely via merlin.net with over-sensed noise exhibited by the right atrial lead. Programming interventions were discussed. However, there were no patient symptoms or interventions reported. Further information was requested but not received.